Event description:
A customer contacted beckman coulter inc. (Bci) stated that sodium (na) was slowly drifting low after a twice maintenance procedure was completed for the unicel dxc 600 pro synchron chemistry analyzer. No false results were reported out of the laboratory. The customer provided three (3) patient sample results. There was no affect to patient treatment.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event and performed multiple hardware repairs on the instrument. The fse verified repairs per established procedures.